Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue-inaccurate delivery) issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl. During troubleshooting with animas customer technical service, it was reported the pump¿s basal history and total daily dose basal history correlated appropriately to the programmed basal rate, indicating the pump was delivering insulin as programmed. It was determined during troubleshooting the pump was not calculating a recommended bolus total correctly. The reported blood glucose excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 02/25/2015-product analysis:the device was returned and evaluated by product analysis on 02/07/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. The black box revealed no related alarms or indication of malfunction. The total daily dose history correctly reflects the user programmed basal rate and bolus deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump was found to be accurately calculating recommended boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.